Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to normal battery depletion. This complaint is no longer reportable.

Manufacturer narrative:
Additional information was received indicating this device was explanted due to normal battery depletion. Since, there is no malfunction with this device, this complaint is no longer reportable.